Event description:
Stent dislodgement: the target lesion was the proximal-distal lad (aha6 approx 8). The lesion was de novo, highly calcified, moderately tortuous, and 90% stenosed. Femoral approach was chosen. After pre-dilation at 22 atmospheres, the cypher was delivered to the target lesion, but it would not cross the lesion because of the calcified vessel. While pulling the sds back and forth in an attempt to cross the lesion,the stent strut became caught on the calcified vessel and the stent dislodged onto the guidewire proximal to the lesion, in the area of the proximal lad/left main. Therefore, the sds was removed and the dislodged stent was safely retrieved via a snare from the pt. When the stent was checked outside the pt, it was confirmed that one edge of the stent was flared. To complete the procedure, rotablation was conducted and a 2.5x28mm taxus stent was implanted at the target lesion. The procedure was safely finished, and there was no pt injury reported. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
This product is distributed outside the united states, but is similar to us distributed stent delivery systems. The product has been returned for eval and testing; however, the engineering eval has not been completed. Add'l info will be submitted within 30 days of receipt.